Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, an aortic valve replacement was performed and a sjm trifecta valve (model and serial number unknown) was implanted. On (B)(6) 2016, the patient was admitted to the hospital for heart failure and on (B)(6) 2016 a tavi procedure with tavi valve from another manufacturer was performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.